Event description:
On (B)(6) 2013, the patient underwent surgery with variax elbow. On (B)(6) 2013, the surgeon confirmed by x-ray that the locking screw loosened (the screw is fixing to the plate). The patient underwent revision surgery on (B)(6) 2013 removing the plate and screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of one locking screw loosening in the plate could be confirmed with the help of x-rays provided by the healthcare facility. The x-rays also show one bone screw in the plate loosened. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contained the following statement for this reported event: ¿poor placement of plate on bone.¿ the following statement related to the reported failure mode is included in the instructions for use: ¿intra-operative: after the procedure check the proper positioning of all implants using the image intensifier.¿[original statement] a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
On (B)(6) 2013, the patient underwent surgery with variax elbow. On (B)(6) 2013, the surgeon confirmed by x-ray that the locking screw loosened (the screw is fixing to the plate). The patient underwent revision surgery on (B)(6) 2013 removing the plate and screw.